Event description:
Boston scientific received information that during a routine follow-up visit, this right ventricular (rv) lead exhibited noise with oversensing and pacing inhibition. It was noted that the sensing on the lead has been decreasing over the last year. The patient was admitted to the hospital for a lead revision procedure. The rv lead was explanted and a new lead was successfully implanted. No inappropriate therapy occurred due to the noise. No adverse patient effects were reported as a result of the lead revision procedure. The device remains implanted in the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.